Event description:
It was reported that the unit had failed accuracy test by +9.95% during testing.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The initial customer report indicated a fails accuracy. During accuracy testing, this failure was neither confirmed nor reproduced, and several measurements were taken. Additionally the downstream occlusion sensor (dso) test failed. The sensor was replaced. All performance verification tests were performed. All tests exceeded specifications. The software was updated. Probable cause: none found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.